Event description:
A caller reported an issue with the touchscreen of a pump, noting that it freezes regularly and often does not respond to inputs, making it difficult to interact with the screen. There was no adverse impact on the customer's blood glucose level. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.